Manufacturer narrative:
The investigation determined that multiple lower than expected vitros tsh results were obtained for a patient sample when tested on two vitros 3600 immunodiagnostic systems. A definitive assignable cause for the lower than expected vitros tsh results could not be determined. The most likely assignable cause is an unknown sample specific interferent present in the patient sample, possibly biotin or a heterophilic interferent cannot be ruled out as a contributing factor to this event although this could not be confirmed. Based on historical quality control results, a vitros tsh lots 5490 and 5505 performance issue is not a likely contributor to the event. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the events as precision testing performed on both instruments was within ortho guidelines. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained lower than expected vitros tsh results from a patient sample on two vitros 3600 immunodiagnostic systems. The tsh results are as follows: patient sample 1 results of 0.114, 0.115, 0.102, 0.147, 0.084, 0.055 and 0.075miu/l (hyperthyroid) vs. The expected results of 2.22, 2.53 and 2.71 miu/l (euthyroid). Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer did not report the lower than expected vitros tsh results from the laboratory and there is no allegation of patient harm as a result of this event. This report is number one of two 3500a forms filed for this event, as two devices were affected. (B)(4).